Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The device was returned to medtronic (B) (4) to be reworked in accordance with FDA field action number z-2341-2008. During preliminary inspection, it was observed that the charge pak, low power and service icons were displayed. The reported problem is indicative of a device that will not power on. There were no reports of pt use associated with the reported failure.